Event description:
The reporter indicated, the mtc-60c fp cartridges were tight and were causing the lenses to tear. There was no patient injury.

Manufacturer narrative:
(B) (4): cartridge is too tight. Evaluation . Results: other - a cartridge lot number search was performed and two similar complaints were found. Conclusions: based on the complaint history and the lot number search, a specific root cause of the event could not be determined. (B) (4).